Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alarm and keypad damaged. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed that the keypad was unresponsive. The insulin pump will be returned for analysis.